Event description:
Customer reported that she was hospitalized for 5 days due to diabetic ketoacidosis. Blood glucose value at the time of the admission was 466 mg/dl. Customer is treating with manual injections. Customer stated that at night her blood glucose was high; treated with three units of insulin and at 1 in the morning her blood glucose went up to 372 mg/dl and the paramedics were called. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. No error alarms found in the history. Bolus history showed 0.1 units at 11 pm. Customer also reported that the insulin pump has a crack on the top right of the screen in the casing. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had a cracked case at display window corners, a cracked reservoir tube, cracked battery tube threads, and minor scratches on the display window.